Event description:
I have written this several times and I get an error every time. I have mentor breast implants and I am very ill. I can't find anyone to help me or even acknowledge the fact that the cancer cells, calcifications and etc in my tissue is because of the ruptured implants inside of me. As I write this, I'm crying. I went last friday on my birthday to ask my dr to fill out this form and now today I see the post from the FDA on "sept 8th." My dr completely disregarded me and would not agree to file this event. I will die with these implants in me. If no one will help me, I will die. I have close to $(B)(6) worth of bad or flagged reports in the past 11 months that's is imaging only. This is so ridiculous and I am asking for help. My life has been consumed and I am "tried" of answers all these questions to get no help. FDA safety report ID# (B)(4).